Event description:
It was initially reported by the company representative: "transfer of resident to alenti chair was conducted by two healthcare aids in attendance. Alenti chair was lowered into tub and at that point, one healthcare aid left the tub room. The resident slid on chair towards the tub. Water came up to resident's neck and almost to the ears. The resident removed from tub using alenti chair. Assessment completed, no injury noted. Ref MFR # 9611530-2013-00156.